Manufacturer narrative:
Innovative health, llc became aware on 16-feb-2022 of a report from erlanger baroness hospital on a viewflex xtra ice device that experienced a tip fracture while in use during a procedure. Per the feedback received from the hospital, this device was reported to have been inside the patient when the tip fractured. Innovative health received the device for evaluation on 11-mar-2022. Upon investigation, the fracture on the device was confirmed. The tip did not fall off completely and was attached to the shaft. No injury was reported.

Event description:
The tip of this device was reported to have broken while inside the patient. No patient injuries were reported.